Manufacturer narrative:
The device was returned to olympus for inspection. The reported issue of peeled coating at the distal end on the scope was confirmed. Based on the results of the investigation, the probable cause was due to some kind of stress, such as damage or deterioration of parts, an environmental temperature problem, or a maintenance problem with random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection for use, the coating on the distal end of the videoscope was found to have been peeled off. There was no patient involvement.